Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report number is 1 of 3 mdrs filed for the same patient (reference 0001825034-2014-01291/01292/01293)

Event description:
The legal counsel for the patient reports patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, on (B)(6) 2010 a revision was performed due to allegations of pain, discomfort, soreness, dysfunction, difficulty ambulating, loss of range of motion, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report number is 1 of 4 mdrs filed for the same patient (reference 0001825034-2014-01291/-01292/-01293/-04438).

Event description:
Legal counsel for the patient reports patient underwent a left total hip arthroplasty on (B)(6), 2008. Subsequently, on (B)(6), 2010 a revision was performed due to allegations of pain, discomfort, soreness, dysfunction, difficulty ambulating, loss of range of motion, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted in the revision operative report noted a left hip revision occurred (B)(6), 2010 due to pain and further noted the presence of avulsion of the muscle anteriorly from the trochanter, a loose acetabular cup and grayish staining of the tissue consistent with metallosis. Operative report further noted a revision was performed in (B)(6) 2009 due to loosening of the socket on an unknown hip.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the intial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Revision due to implant failure and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products;: unknown magnum cup; unknown stem; unknown taper adapter. Reported event was confirmed through review of medical records. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision approximately 2 years post previous revision, due to pain, metallosis, infection and cup loosening. During the revision, all implants were removed and spacer was put in. Attempts have been made and additional information on the reported event is unavailable.